Event description:
Information was received from a patient. It was reported that therapy stopped due to a power on reset (por). The patient stated that they would see an informational por error message every time they would use the recharger. The patient mentioned that they had recent electromagnetic interference (emi) environmental exposure as they were just in the hospital about a month ago having their implantable neurostimulator (ins) ¿redone.¿ it was clarified that the patient had their ins reprogrammed at that time. Troubleshooting steps were reviewed with the patient and they were to clear the por when they had access to their external devices. It was noted that the por error message started to appear a couple of weeks prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's informational por has been resolved. No further information was reported.